Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Although medical records were not provided, the attorney report indicates that the patient developed and was treated for an infection and abscess. Both of which are known possible adverse events listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There is no indication of a device failure. The report does not identify a specific device issue and no product was returned for evaluation. Based on the currently available information, it is unknown whether the device may have caused or contributed to the event. No conclusion can be drawn at this time.

Event description:
The following was reported by the attorney for the patient: on (B)(6) 2002: patient was implanted with composix kugel patch. On (B)(6) 2002: physicians discovered numerous adhesions involving the small intestine during a surgical procedure related to a previous health complication. In addition, the patient's gallbladder was removed as a result of its adhesion to the small intestine. Enterolysis was conducted to straighten the small intestine, resection of the small bowel and loop ileostomy. On (B)(6) 2003: patient underwent debridement on granulated tissue that had formed externally on the wound site. On (B)(6) 2003: patient composix kugel protruded through an opening of the wound site. In addition, pieces of the teflon (eptfe) product composition were externally visible to the physicians. Portions were debrided and granulated tissue. Physicians requested a follow-up and believed the patient was a future candidate for removal of the composix kugel and additional surgical repairs if these conditions did not subside. The patient's non-healing wound developed drainage and visibility of the mesh composix kugel patch. Infectious disease care was implemented due to the chronic infection of the wound site. On (B)(6) 2003: patient infected composix kugel was removed. Physicians noted the wound to be composed of granulated tissue in reaction to the teflon (eptfe). This tissue was also removed. Postop, patient wound site required monitoring and some residual drainage was present. The attorney alleges the composix kugel used in patient hernia repair failed, resulting in patient's suffering pain, harm, serious and permanent injuries.